Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis with stent detached from delivery balloon. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The device was tracked without issues on a 0.014 test guidewire. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced but was found out that the stent surface was not smooth and could not be delivered as normal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 80-90% stenosed, mildly tortuous, and mildly calcified. It was the stent struts that were not smooth.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced but was found out that the stent surface was not smooth and could not be delivered as normal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was 80-90% stenosed, mildly tortuous, and mildly calcified. It was the stent struts that were not smooth.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced but was found out that the stent surface was not smooth and could not be delivered as normal. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.